Event description:
It was reported that during a prostate procedure, the device gave an unk error code and did not work. Another device was used to complete the procedure. After the decontamination of the device, the device blade broke off. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.